Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system had high out of range right ventricular (rv) lead impedance measurements above 2000 ohms. (B)(6) technical services (ts) was consulted and recommended system evaluation. This ICD system remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).